Manufacturer narrative:
The product cannot be returned as the customer reportedly never received the test strips. This is a final report.

Event description:
A customer reported sustaining an injury as a result of not receiving their ordered test strips. No additional information is available as the customer disconnected the call. There was no report of death or permanent impairment associated with this medical event.